Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they spoke with a repair agent who told them to clean the end of the recharger to help with the charging duration issue. The patient noted the issue had gotten better but they were still noticing the ins battery rapidly depleting, causing them to recharge the ins 3 times a day. The patient stated they would decrease the stimulation to a comfortable level and follow up with a healthcare professional (hcp) or manufacturer representative (rep) if necessary. The patient called back on (B)(6) 2020 and reported that they tried that day for an hour for the controller to find the ins to charge the ins but the black box on the controller got very hot. The patient also mentioned that on sunday they had to charge the ins 4 times and on monday 3 times because the battery was depleting so quickly. A replacement recharger was sent as the tech had decided there was a short circuit in the paddle cable. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient had trouble with his stimulator holding a charge, because when he got up in the morning, the ins was almost completely discharge to the point the ins was turned off. It took 3-4 h for the ins to charge up to 90%, he got recharging excellent, the rtm paddle needed to be "95%-100% over the implant site," and the patient was letting the screen go dim. They had not had any reprogramming, but the ins was getting hot while charging. These issues started two weeks ago. Rtm was getting hot when charging the ins, causing the patient to sit and charge the ins for 3-4 h to only get 90% of a charge in the battery. Today the patient charged from 20% to 70% in about 40 min. He would try cleaning the connection and would try it out and call back if he had further problems. No patient symptoms were reported. No further complications were reported.